Event description:
It was initially reported to philips that the device is not working normally. Upon further information provided by the authorized service personnel (asp) it was determined that the device failed the self test. It was initially reported that the device was in clinical use at the time the failure was observed. However, the asp confirmed that the device failed the self test and was not in use when the failure was observed. There was no reported patient involvement/adverse patient impact.